Event description:
During an atrial fibrillation ablation procedure, resistance was noted when the needle was inserted into the sheath. When the needle was removed from the sheath, it was noted that the sheath was punctured. The introducer and needle were exchanged and the procedure was completed and there was no adverse patient health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported punctured sheath remains unknown.